Manufacturer narrative:
The reported problem could not be duplicated. The company rep was unable to duplicate the reported problem. He found the standby audio alarm off. He turned the standby alarm back on. The company rep found multiple augmentations below limit on error code logs from (B) (6) 2009 11:15 to (B) (6) 2009 12:45. The unit was tested to factory specification. It functioned normally and was returned to the customer.

Event description:
The customer reported that while the unit was in use on a pt, the doctor found the unit not pumping. The start button was pushed and the unit pumped for about one hour then the unit went to standby again without alarming. The pt was switched to another unit and therapy was continued. No pt injury was reported.